Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the string pulled out of the bladder support leaving the device inside her. She had to seek medical attention for removal. The bladder support was removed and consumer was doing fine.